Manufacturer narrative:
(B)(4). Shroud. The analysis results found that the device was returned with the top shroud broken. Upon firing of the device, the clips were ejected due to the condition of the top shroud. However, the jaws closed and opened as intended. It could not be determined what may have caused the event reported. Please note that the condition of the top shroud is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a vats lobectomy procedure, new clip appliers were found with the jaws stuck. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.